Manufacturer narrative:
Product analysis: analysis was able to confirm that the upper case was broken around the menu encoder and a menu knob was missing. Analysis also noted that the ventricular connector was damaged (dented), the hanger was broken, the keypad window was scratched, all four encoder o-rings were missing, the lower case was broken, the main seal was pinched and damaged, three case screws were contaminated, and both wires on liquid crystal display were pinched though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken lower knob and rotary switch and a missing knob. The epg was returned for service. There was no patient involvement.